Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. No button error alarms or keypad anomaly noted. The lcd connector on the lcd window was inserted and no anomaly was noted. The device had minor scratches on the display window, cracked case at display window corner, cracked display window at lower right side corner, and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.